Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: during investigation, the keypad cover was found to be missing from the pump and the keypad contacts were taped to the base. All of the keypad buttons were found to be intermittently unresponsive during testing. There was contamination observed under all of the button contacts. Unrelated to the complaint, a visual inspection of the pump case showed a crack in the battery compartment. Also unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and contrast keypad buttons were under-responsive. The reporter indicated that the keypad was missing/peeling and torn/puncture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.